Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported another reset occurred on the crt-p. Follow up yielded no information. A device update, delivered via in-clinic interrogation, was recommended by the manufacturer.

Manufacturer narrative:
New data is consistent with previous data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data was received and analyzed. Analysis of the data indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an electrical reset occurred and trend data was cleared on the cardiac resynchronization therapy pacemaker (crt-p). Follow up yielded no information and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.